Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, as per dr, when she opened the non coring needle for accessing the port as soon as she attached the syringe the needle started leaking. She never applied any pressure or flushed the needle but the flow came through the non coring needle. When they physically checked the non coring needle at the hospital with the same dr the needle was not leaking, but the dr forcefully told them when she tried at the patient bedside it was leaking and was not ready to accept that their is no leakage in the product. Incident occurred before usage, required a new unit.

Event description:
It was reported that, as per dr, when she opened the non coring needle for accessing the port as soon as she attached the syringe the needle started leaking. She never applied any pressure or flushed the needle but the flow came through the non coring needle. When they physically checked the non coring needle at the hospital with the same dr the needle was not leaking, but the dr forcefully told them when she tried at the patient bedside it was leaking and was not ready to accept that their is no leakage in the product. Incident occurred before usage, required a new unit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 20 ga x 1.0 in. Safestep infusion set with y-site was returned for evaluation. An initial visual observation showed saline use residues along the inside of the infusion set. A functional test of attempting to pressurize the infusion set with water using a 12 ml syringe in each lumen revealed no observed leaks throughout the infusion set. An attempt to infuse water into the infusion set using a 12 ml syringe revealed the device was patent to infusion. Because the infusion set was not observed to leak during functional testing, the complaint of a leaking infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.